Event description:
The customer's mother reported via phone call that the insulin pump hard alarmed no delivery and motor error even after changing the insertion site four to five times. The customer stated that the motor error alarm occurred during two bolus attempts. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was also hospitalized on (B)(6) 2015 due to high blood glucose. The customer's blood glucose at the time of admission was 437 mg/dl. The customer expressed dehydration, feeling sick all day, weakness and cramps, as symptoms of his high blood glucose. The customer experienced incoherent muscle spasms as well. The customer was treated with insulin and fluids for dehydration. The customer stated the cause was a bad insertion site with too much scar tissue. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.